Event description:
Event description guidant received information that this implantable lead had intermittent loss of ventricular capture at maximum output on a new implant. The lead impedance is unchanged and sensing is marginal. Technical services suggested the lead has dislodged.